Manufacturer narrative:
Addrl1 ipg implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing during high rate episodes was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.